Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: flat creases, black particles in outer surface, a sharp opening on valve bond edge (a dimension measurement in the shell was performed which identify the thickness within specification), broken plug strap with sharp edge. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening. Broken plug strap with sharp edge assessed as unidentified(tear) opening. Additional, changed, and/or corrected data: b.6, h.3, h.6.